Manufacturer narrative:
B5: remove the statement: hold eval needs leak testing b5: add replacement: it was reported that a homechoice cassette leaked. This was observed during use of the device for peritoneal dialysis therapy. The leak was identified in the body of the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection identified a leak in the body of the cassette. A functional underwater leak test, under pressure, was performed which revealed a leak. Additionally, twelve (12) retention samples were visually inspected in which no defects that could contribute to the reported condition were identified. Therefore, the reported condition was verified during the evaluation of the actual sample and not verified in the retention samples. The cause of the condition was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold eval needs leak testing.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed during use of the device for peritoneal dialysis therapy. The leak was identified in the body of the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.